Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. The product was evaluated. An external visual inspection was performed and passed. Functional tests were not performed. An internal visual inspection was performed and passed. The receiver log was not downloaded for review. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.